Event description:
It was reported that, during a tka surgery, when opening the box of one (1) gii dished ins sz 5-6 9mm it was found that the double sterile packages were open and the insert was out of the packages. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device was returned with the chart label and inner poly bag with no identification stickers that shows evidence of a complete seal. The instructions for use and outer poly bag with product identification were not returned. Device is in its original opened packaging with one of the inner poly bags. The outer box is damaged. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, once the component is placed in the inner pouch, the inner and outer pouches shall be sealed and then sterilized without any damage. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.